Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead implant was unsuccessful due to adequate depth could not be achieved within the vessel. This lead was replaced and not implanted. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to adequate depth could not be achieved within the vessel. As a result, this left ventricular (lv) lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.